Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the forceps channel port with foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected field: e1 - reporter facility name. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for unspecified foreign material at biopsy channel port could not be determined since whether there was deviation from instructions for use on reprocessing steps for the biopsy channel port was unknown, and no physical damage of the device was confirmed at where the foreign material was remained. The event can be detected and prevented by following the instructions for use which state: detection methods are written in IFU: cf-h185l/I operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.